Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, around (B)(6) 2022, the users parents noted that the user was not hearing form the concerned left side. The user was showing hearing benefit before. It is planned to proceed with reimplantation.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Reportedly, around (B)(6) 2022, the parents noted that the user was suddenly not hearing with the device. The user was re-implanted.

Event description:
Reportedly, around (B)(6)2022, the parents noted that the user was suddenly not hearing with the device. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure, a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.